Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. The test strip lot number is unknown; therefore the date of manufacture is unknown. The date listed in is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer who uses an omnipod insulin pump in conjunction with adc test strips involved in a recent recall reported he had been receiving low readings for the previous six months. Customer further reported he had not been taking his insulin before bed because it showed unspecified readings that were "way too low". It was further reported that when customer recently saw his healthcare provider his hgba1c results were high (specific results were not provided) which resulted in him being given "stronger" insulin. There was no report of death or permanent injury associated with this event.